Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella rp device for pulmonary circulation support. While on support, the patient had heparin induced thrombocytopenia positive and the systemic heparin was stopped. The patient remained on impella support and was successfully weaned.

Event description:
The complainant reported that the patient was on impella rp for pulmonary circulation support. It was reported that the patient had heparin induced thrombocytopenia positive. Systemic heparin was stopped. In addition, it was reported that purge flow was steadily decreasing, tpa had been started and systemic argatroban restarted.

Manufacturer narrative:
The investigation has been completed for issues purge leak - pump/thrombocytopenia. The returned product was visually inspected, and no abnormalities were observed. Purge was applied to the sidearm using a syringe and a filter hole leak was observed. The root cause of the purge leak was sidearm filter damage. The root cause of the thrombocytopenia was not determined since sufficient clinical information was not provided.